Event description:
It was reported that the end of the fiber has come loose. The procedure was completed with another device. There were no patient complications.

Event description:
It was reported that the end of the fiber has come loose. The procedure was completed with another device. There were no patient complications.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Analysis did not identify any visual damage or functional failure. The reported allegation could not be confirmed. Mild detritus was noticed on the fiber tip, which is indicative of tissue contact during use and is cautioned against in the instructions for use (IFU). However, the detritus was not severe and did not cause damage to the fiber. The laser output was aligned with the firing window, and the metal cap was secure. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported loose fiber tip. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: do not bury the tip of the fiber into the tissue. Reduced irrigation fluid flow may result in damage to the fiber. Do not retract, dissect, or probe tissue with the tip of the fiber. Damage may occur to the fiber tip. Do not press the fiber end into the tissue, which will create stress between the fiber and the opening (edge) of the endoscope. Damage to the fiber may result.